Event description:
Patient being treated for neck pain for more than one year with narcotics, non-narcotics and injections was implanted with prodisc-c at c5-c6 on (B)(6) 2004. Patient has presented to the surgeon with chronic migraines since (B)(6) 2009. Patient has been treated with cervical epidural steroid injections on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011. Patient has also received bilateral occipital nerve blocks on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Lot #2003001496. Additional narrative: a review of the device history records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
The device is used for treatment, not diagnosis. This is report # 1 of 1 for (B)(4). Device expiry date: 03/31/2005. Device manufacture date: 04/01/2004. Date manufacturer received information: 8/22/2013. The device history review was sent to supplier for review; (B)(4). Raw material lots were reviewed with no discrepancies noted that would be associate with this complaint. The dhrs were reviewed and showed parts were processed within specification. The product development evaluation was conducted (product was not returned; product remains implanted in the patient). The complaint involves a patient with a history of fibromyalgia, insomnia, depression, anxiety and migraines. The patient was implanted with prodisc-c during the ide trial on (B)(6) 2004. Since (B)(6) 2009 the patient has presented with chronic migraines as well as occasional numbness and tingling in the bilateral upper extremities in the c6 distribution. X-rays were taken (B)(6) 2011 indicating stable adjacent level disc disease and some arthritic changes. The implant was observed as being a basically well positioned. No other observations regarding the treated level were identified. As the device is noted as well positioned and functioning the radicular pain is most likely attributed to the breakdown of the adjacent disease as indicated by the doctors in the attached clinical information. There is no noted failure of the device. The device has maintained the disc height and motion as intended and no failure mode has been identified. As no failure of the device was identified the complaint can be considered invalid from a design standpoint. The device met its intended uses. No new user needs, design inputs, or risks were identified as a result of the investigation.

Event description:
This is report # 1 of 1 for complaint # (B)(4).